Event description:
We have been informed that during procedure, the eva was primed with 25g tdc pack and surgery was started. Surgery was going good for 5-10 minutes and suddenly during core vitrectomy step , got the error fop65545 (communication between the machine and the foot pedal has been disconnected) the machine stopped working , screen was red vitrectomy , irrigation, and aspiration. Due to the reported event surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during procedure, the eva was primed with 25g tdc pack and surgery was started. Surgery was going good for 5-10 minutes and suddenly during core vitrectomy step , got the error fop65545 (communication between the machine and the foot pedal has been disconnected) the machine stopped working , screen was red ( vitrectomy , irrigation, and aspiration ). Due to the reported event surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this event, the return shipment is planned.

Event description:
We have been informed that during procedure, the eva was primed with 25g tdc pack and surgery was started. Surgery was going good for 5-10 minutes and suddenly during core vitrectomy step , got the error fop65545 (communication between the machine and the foot pedal has been disconnected) the machine stopped working , screen was red ( vitrectomy , irrigation, and aspiration). Due to the reported event surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review and a mainboard was provided for investigation. Review of the logfiles suggested an issue with the mainboard, however the complaint could not be reproduced during investigation of the returned module, it worked according to d.o.r.c specifications. Since no issues were detected during testing, it was concluded that the reported complaint cannot be attributed to the mainboard that was provided for investigation.trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (fp-fop65545-surgery). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that a fop65545 error message will not always lead to a prolonged surgery.